Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2011. According to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that post-procedure, the patient reported that she was not healing, and had leakage, which improved, as well as hip and leg pain, frequent urination, and mesh erosion (specifics unknown). Reportedly, the patient sought additional medical attention at a different hospital.